Event description:
Note: this report pertains to the first of two device failures that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-00840 for a description of the other event. It was reported to boston scientific corporation in early 2009 that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography procedure performed the day before. According to the complainant, during the procedure while using a side viewing scope, the first clip was bent and broken due to the acute angle of the side viewing scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.